Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer's blood glucose (bg) level was 565 mg/dl. A manual insulin injection was administered to address bg level. The customer reverted to manual injections for insulin therapy.